Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent positioning problem occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery (mid lad) with thrombus present and was 35-36mm long. The target lesion was treated with direct placement of a 3.00x38mm promus premier stent without contrast with 0% residual stenosis. Post deployment angiography showed the balloon markers were farther distal to the proximal and distal stent edges, which made the physician felt that the stent somehow foreshortened. The stent was placed in an area more proximal to the target lesion, thus another 3.0x16mm promus premier stent was placed to cover the distal area. The films revealed the stent did not foreshorten. The markers were in different spots as the stent delivery system moved distal to the deployed stent following the stent inflation and then the balloon deflation. The tension of the guidewire and guide catheter on the stent delivery system caused it to move distal. The stent stayed where it was deployed. No patient complications were reported and the patient's status was fine.